Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the device shows signs of activation. The active tip assembly appears to be dislodged, but the crimp between the tip assembly and the active wire within the shaft is intact, preventing the tip assembly from becoming removed completely. The active tip assembly would normally be retained by a pocket of glue within the distal tip assembly, which appears to have failed. There is also a large diameter bend in the device shaft. The electrical tests performed indicate that the device was within the required specifications and when the device was connected to a vapr vue generator; all the correct settings were made available. The customer reported that steam from the device has caused a burn to the leg of the patient. Further reading of the notes within the customer report indicate that the patient was burnt during a knee arthroscopy procedure and that it was a mild burn that was treated the same day but do not clarify the location of the burn, (internal or external), or the circumstances surrounding the incident. It was considered that the failure of the glue pocket around the active tip could allow hot saline to flow down the inside of the return shaft and into the handle resulting in the steam that was described in the customer report to be vented through the seal of the handle assembly. The measures taken to recreate this scenario resulted in the saline temperature reaching 49°c before the generator gave a continuous output short error. A head of pressure of 1.8 meters was then applied to the tip of the device during activation, and it was found that the bend in the shaft of the device had caused a compromise to the seal in the cannula causing hot saline to flow down the device shaft. Although a fault was found with the active tip retention, it was not possible to re-create the fault reported by the customer. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. From the investigation we are unable to fully determine what caused the issue reported by the customer as there is insufficient information therefore no corrective actions could be determined. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The steam burned the leg to the patient. The tip of the steam was superheated. Analyzing after the tip, sales rep noted the tip is loose.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
The steam burned the leg to the patient. The tip of the steam was superheated. Analyzing after the tip, sales rep noted the tip is loose.